Event description:
For the last 2 weeks (at least) there have been multiple issues with our current stock of 22g IV catheters. Mainly, they have been very dull making it difficult to pierce the skin/vein without it blowing. Additionally, in a couple cases the catheter itself has been longer than the needle making it impossible/not safe to use. A lot of staff have been verbally expressing these issues.